Event description:
It was reported that the patient underwent an unspecified fusion procedure using rhbmp-2/acs. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.